Manufacturer narrative:
Findings: unable to prime during prime test and motor error alarm during basic occlusion test due to faulty sensor resistor. Motor passed motor test. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.